Manufacturer narrative:
(B)(4). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fill estimate was inaccurate. The customer filled a new cartridge with 120 units and reported that a minimum fill message occurred. Additionally, it was reported that the customer experienced resistance when filling a new cartridge and that insulin leaked from the septum. There was no reported impact to the customer's blood glucose level. The customer confirmed that an alternate method of insulin delivery was available.